Manufacturer narrative:
Device is combination product. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-01454 and 01455. (B)(4) clinical study it was reported post a percutaneous coronary intervention procedure, the patient experienced an allergic reaction. (B)(6) 2012 the 99% stenosed and 10mm long de-novo target lesion was located in mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a two 3.0x12mm and a 3.50x12mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The following day the patient was discharged on clopidogrel and aspirin. In (B)(6) 2013, that patient experienced an allergic reaction and was hospitalized. The patient was treated with medications and the event was considered recovering/resolving.